Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted the unit was received for randomly turns on. Replaced the keypad assembly. Pm performed. All tests passed. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2018, to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to manufacturing failure of the assembly front case w/ keypad - stuck key.

Event description:
It was reported that the device randomly turns on. No patient involvement was noted.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device randomly turns on. No patient involvement was noted.